Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart adult/child plus pads (m3713a) and lot no. 072825-01 had an inconsistent gel condition; one pad appeared yellowish and uneven. There was no patient involvement reported.

Manufacturer narrative:
The parent record has been identified as a duplicate of pr 6834460, reported under MDR number 3030677-2026-100018. This case will be closed due to duplication. Please refer to (B)(4) for the complete investigation.